Event description:
It was reported that during a right hemicolectomy procedure after the device was fired there was a bleeding from the staple line. It was repaired with a suture. The patient was readmitted due to high infection levels and low hemoglobin, suspected bleeding, CT-scan showed reaction around wound ( staple line ), stayed at hospital 2-3d days ( conservative treatment - no surgery )), then sent home. Device was discarded. The patient did not have surgery but was treated with ¿ watchful waiting ¿ the patient has recovered.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: was anything unusual noticed during the surgery? Macroscopic bleeding from the staple line ¿ repaired with a suture. Did the surgeon or anyone else mentioned difficulties with the device during that surgery?no. "Were the anvil halves correctly aligned? Pin seated correctly? Yes. Was the tissue distributed evenly within the jaws of the device? Yes. Was the surgeon sure that there were no obstacles between the jaws of the device, such as clips, stents, guide wires? Yes was the tissue repositioned? Yes did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Is it possible that the tissue was located past the stapling start indicator mark? No. How thick was the tissue, the instrument was fired on? Tissue was termina ilium and transversum ¿ 100% suitable for this tlc75. On what tissue type was the device used? Terminal ilium and transversum. What were the patient¿s pre-op diagnosis? Cancer in the right colon. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No history. What is the current status of the patient? Patient has recovered. How long has the surgeon been using this device for this procedure (in years)? For at least 8 years. Was there a recent conversion to ees devices in this account or with this surgeon? Use to use gia, but due to anastomose leaks the converted to tlc.